Manufacturer narrative:
C-1428 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information, including device details, a patient outcome and the instrument were requested in order to progress with this investigation, however, none were provided to corin UK. Therefore, there was only very limited information available for this investigation. The appropriate device details were not provided, thus, the relevant device manufacturing records could not be identified or reviewed. The instrument was not returned to corin for examination so a failure mode and root cause could not be verified. Based on this, corin now considers this case closed, however, should any new information be provided this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that a trinity modular drive shaft instrument is broken. No further information provided.